Event description:
It was reported the healthcare provider (hcp) confirmed the patient had an allergic reaction at the pod insertion site. Localized red and raised lesions at the site of insertion which healed within weeks with no treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin allergic reaction. No lot release records were reviewed, as the product lot number was not provided.